Event description:
It was reported that the ventilator's inspiratory pipe was not working properly. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description. Service report and log files from were not attached to this investigation. Our fse (field service engineer) was on-site to investigate the issue further and found out that the inspiratory pipe was defective and required replacement. The inspiratory pipe was not supplied by getinge. Fse did not found any other defects with the device and/or faulty parts. There is no further information. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).